Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent and asymptomatic patient presented to hospital for an unknown reason. It was discovered that the right ventricular lead exhibited intermittent pauses with failure to capture. Fluoroscopy revealed lead dislodgement. The lead was repositioned successfully. Patient was stable before, during, and after the procedure.